Manufacturer narrative:
It was reported that this lead also exhibited failure to sense and failure to capture. Patient reportedly had a fall on (B)(6) 2018 and on x-ray it appeared that the lead had pulled back. The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 13.5cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approximately 40cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that this lead also exhibited failure to sense and failure to capture. Patient reportedly had a fall on (B)(6) 2018 and on x-ray it appeared that the lead had pulled back.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific reported that this lead was explanted due to infection.